Event description:
New information noted that the lead was explanted due to noise.

Event description:
The patient presented to the hospital with inappropriate hv therapy due to a lead dislodgement. The lead was repositioned.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The event reported in the field was confirmed in the laboratory. Insulation abrasion was observed on the lead at 14.8cm to 15.2cm from the connector pin. The is-1 proximal and df-1 rv cables were exposed in this area. X-ray analysis found all eight filars of the is-1 distal coil fractured at 2.5cm from the connector pin and over-torqued. The fractured distal coil resulted in the impedance and noise anomalies observed in the field. .